Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report that on (B)(6) 2016, the g5 mobile application experienced gaps in data. There was no report of injury or medical intervention. No additional patient or event information is available. A photograph was provided by the distributor and reviewed for evaluation on 07/26/2016. Complaint for gaps in data was confirmed. The root cause could not be determined, post investigation.